Manufacturer narrative:
(B)(4). The biomed called back requesting field service to be dispatched, indicating that he was unable to resolve the leak issue. Field service evaluated the unit, and determined that a replacement gas delivery engine (gde) will be required for the unit. At the present time, there are no replacement gas delivery engines (gde) available to repair the unit. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the unit and return it back to service.

Event description:
Biomed at a user facility called indicating the unit failed exhalation valve characterization during trouble shooting for intermittent circuit occlusion issue. According to biomed, the leak test had also failed. Carefusion technical support advised the biomed to correct the leak, before attempting exhalation valve characterization. The biomed was to correct the leak issue, calibrate all transducers, and perform circuit resistance test in order to isolate the occlusion issue.